Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was 410 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.